Event description:
A low battery reset was reported. The pump was in safe state. Several low battery resets occurred on (B)(6) 2013, and the ¿stopped pump period may exceed tube set¿ message was displayed. The patient was in the hospital several times for ¿other things¿ since the end of august. The medications they gave the patient at that time ¿may have masked any underdose or withdrawal symptoms¿. The patient seemed okay in their doctor¿s office on the day of the report. The pump would need to be replaced if they wanted to continue with the therapy. The alarms were reviewed with the representative, and the representative stated that the patient did not hear the pump alarming over the past few weeks, but everyone in the room could hear the alarm today while the patient was in the healthcare facility. They were trying to coordinate a pump replacement for thursday, (B)(6) 2013. The medications infused were marcaine and morphine. Withdrawal was later reported. The patient¿s daughter stated that on (B)(6) 2013 the patient was admitted to the hospital as they were vomiting excessively, and they were hospitalized for seven days, discharged for three days, and then hospitalized again for five days. The patient went for a refill on (B)(6) 2013 and they were told they could not get a reading, so the representative was called in to check the device. After reading the pump, the representative informed the patient¿s family that the pump quit working.

Manufacturer narrative:
Product ID: 8703w, lot# l34869, implanted: (B)(6) 1995, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).